Event description:
Pt had cardiac catheterization at an outlying facility and was transferred to reporting hosp for ICD placement. Complained of cool right foot and some discomfort. Surgeon consulted and angiography revealed occlusion of the right profunda and near occlusion of a previously performed right femoral-popliteal bypass graft at the site of the cardiac cath puncture. Surgery revealed a closure device and collagen plug were impeding circulation and both were removed. There was a disruption of plaque at the site of the device and an endarterectomy was necessary, followed by a vein patch angioplasty.

Event description:
Add'l info rec'd from MFR 7/21/04: no device components were returned. Review of the device history record was not possible as the lot number was unavailable. Based on the info provided, st. Jude medical, daig division, inc. Was unable to conclusively determined the cause of the vascular insufficiency. The angio-seal device instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU state an occluson or thrombosis at the puncture site is a possible risk or situation, which may be associated with the use of the device or vascular access procedures. If suspected, the IFU guide the user to confirm the diagnosis by duplex ultrasound and instruct that treatment of the event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU caution the safety and effectiveness of the angio-seal device has not been established in pts punctured through a vascular graft. The IFU caution the safety and effectiveness of the angio-seal device has not been established in pts with clinically significant peripheral vascular disease. The sjm sales rep has inquired at hospital, where the angio-seal device would have been deployed; without pt or angio-seal reorder or lot number, no further info was available. Attempts to obtain additional info from reporting hospital were unsuccessful.